Event description:
It was additionally reported that it was unclear if the device contributed to the rv failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported right ventricle failure, multisystem organ failure, and patient outcome could not be conclusively determined through this evaluation. It was communicated that due to patient privacy laws, the customer will not provide any further information. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev. G is currently available. Multiple organ dysfunctions/failures, including right heart failure, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient passed away due to right ventricular (rv) failure. The patient suffered from an untreatable rv failure which resulted in multisystem organ failure that was related to the outcome. The pump operated as expected and no device issues were mentioned. The outcome was not considered device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.